Manufacturer narrative:
The samples were lithium heparin plasma with a gel barrier that were centrifuged at 3,000 rpm for 10 minutes. The samples were aspirated from the primary collection tubes for analysis. Qc was within range and a system check met specifications during this event. The customer treated the samples with a heterophile antibody tube and the results were still above the ami cutoff. One of the samples was sent to beckman coulter customer product line support (cpls) for further testing. Testing at cpls with interference eliminating protein has confirmed the existence of a patient source interferent for the sample received from the customer. A heterophile like interferent is the rot cause for this event. Service was offered and declined, as this event was isolated to one patient.

Event description:
A customer contacted beckman coulter inc., (bci) regarding reproducible troponin (accutni) results, above the ami cut off, generated by the access 2 immunoassay system for three samples from one patient. The results were reported out of the lab. Testing on an alternate method resulted within the normal reference range. The patient was transferred to the cardiac unit due to the elevated accutni results.